Event description:
The customer reported that there was a communication failure error message. Further information from the fse found that the system locked up and required reboot to regain functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 5vdc power supply was evaluated and the calibration to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.